Event description:
This case was reported by a consumer and described the occurrence of fall in a pt who received triple salt dental adhesive gel (super poligrip extra care with poliseal) over a period of 26 yrs for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medications included thyroxine sodium (synthroid), diabetes medication and metoclopramide hydrochloride (reglan). On an unk date, the pt started triple salt dental adhesive gel (dental). On an unk date in 2007, the pt fell and "cracked head open". The pt was hospitalized for 7 weeks. She required stitches to scalp and face. The pt underwent a magnetic resonance imaging (MRI) scan which revealed a cracked bone in her pelvis which caused pain. Two months ago, in approx (B)(6) 2009, the pt experienced trembling in her hands. She also fell and tore the meniscus in her right knee. The pt was hospitalized. The pt was treated with sinemet, potassium chloride (klor-con), bumetanide (bumex) and lortab. At time of reporting, the pt is now home, using a walker and having physical therapy. She reported her doctor told her she has possible parkinson's and will be going for more testing. On the day of reporting, she has experienced nausea, vomiting, felt like she was going to faint, pain, and dizziness. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4). The lot number for the product is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).